Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in december 2016 this pacemaker had an estimated longevity of three years but declared elective replacement indicator (eri) in (B)(6) 2017. No adverse patient effects were reported. Intervention is likely however we were unsuccessful in obtaining additional information despite numerous attempts. All available information indicates that the device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The device was explanted and returned for analysis.